Event description:
Pt was being prepared for special procedure. Nurse noted "white piece" migrating down IV line towards site. Clamped line - removed piece. Found to be plastic spike from close piggyback and spike intact on device in use so must have been from prior device. Nurse notified risk mgmt & purchasing caution/warning found in case of clave units. Mfg. Notified of incident. Spoke with ICU svs. Independent engineering and reporting co svs requested alerts and warnings were sent to all pt areas of the hosp to be alert for repeat incident. On 6/3/98 the referenced pt was in the special procedure department for testing. The nurse glanced at the intravenous line and noticed something floating down the tubing. She immediately clamped the line, disconnected it and flushed the object out. On investigation it was found to be the piggyback connector. She saved spike and checked device in use and found it to be intact. Risk management was notified. There was no pt harm or injury. Following is summary of findings: 1. Investigation found 2 other piggyback intravenous 's had been given in past which made it impossible to determine which device broke. 2. Due to distribution process in facility, it is impossible to determine particular lot number as several may be in same container. 3. Number on device packaging contains several numbers, none of which is labeled lot number. 4. Found in box of 50 devices in storage was insert (enclosed) that has cautions and warnings regarding breakage that facility's materials management director and "buyer" supervisor were unaware of. 5. Facility spoke with ICU medical and relayed facility's finding. 6. Facility spoke to an independent engineering and reporting co which have agreed to have incident reviewed. 7. Facility has issued alert to all pt care areas of facility with copy of insert so that nursing can be aware of precautions. This was felt to be significant safety issue. Facility has been unable to rule out user error. In order to attempt distribution. Facility had to use some force which is not recommended by MFR. All of above has been relayed to ICU medical.